Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that the baby was found to have an abrasion / cut / bleeding on the nose tip. The baby was on nasal CPAP (nasal mask).

Manufacturer narrative:
Babyflow is a nasal CPAP system designed for premature infants and neonates who have sufficient spontaneous breathing during nasal CPAP therapy. The system consists of a two-limb ventilation hose with a connector for prongs or masks, and offers a variety of caps and headgears as accessories. The masks are made from soft, pliable silicone designed to conform gently to the patient's face and meet the specific needs of this patient group. Babyflow plus comes in multiple sizes to accommodate different patient needs. The silicone prongs and masks serve as the interface between the hose and the patient, and are offered in several anatomically adapted sizes to ensure a safe fit for various facial shapes. The affected babyflow plus, size m was available for investigation and was inspected. No deviation from specification could be found and no sharp edges or flash could be detected. As a product problem could be excluded the reported nasal tip pressure injury may have been caused by incorrect handling. Excessive tension on the straps can deform the flexible mask. This can cause the tip of the nose to come into contact with the prong or mask adapter on the ventilation hose, increasing the risk of injury. The IFU warns that there is a risk of pressure sores and local tissue edema. The prongs and masks flaps shall not be tightened, positioning of mask and prongs need to be checked regularly as well as the nasal septum for pressure sores. Since no product failure could be found it can be concluded that the reported event was caused by an application error and not following the IFU. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the baby was found to have an abrasion / cut / bleeding on the nose tip. The baby was on nasal CPAP (nasal mask).